Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable nuerostimulator (ins) was not working. He was still having incontinence. He had increased stim to 4.7v a day prior to this call. Patient confirmed stim was on and he was on program 1 at 4.7v on the day of this call. Patient stated his incontinence was as bad as it was before implanted. Therapy stopped helping him probably over the last weekend. Patient used his patient programmer (pp) on the call and was not able to connect. The pp showed poor communication screen with and without antenna.

Event description:
Information from the patient reported that the patient&#38112;incontinence has not resolved and is still as bad as before the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.